Event description:
No patient involved. When a nurse in the ed got items ready for an IV insertion, she noticed a black substance on the hub of the IV cath. She immediately set the device aside and got another one with no issue.